Event description:
Home pt called baxter technical service center to report a leak at connection of drain extension line to drain line of homechoice set during apd treatment on the homechoice machine. Pt's spouse reports that spouse connected a pt extension line to the drain line of the homechoice set instead of a drain extension line and the connection was not secure. The pt was instructed to remove the extension line and connect a 15l drain bag to complete therapy. Pt's spouse reports no injury or medical intervention as a result of incident.